Manufacturer narrative:
(B)(4). Batch#: u9386c. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device, and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, after opening the packaging, the nurse noticed that the cable was out of the primary pack, compromising the sterility of the device. There were no patient consequences reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 10/30/2020. The device was returned without the sterile package. Only the device and the tyvek were returned for analysis. In addition, the tyvek were inspected and no damage related to the complaint was observed. Due to the device were returned without sterile package we were unable to investigate further the reported packaging integrity issues. No conclusion could be reached as to what caused this issue. Additional information was requested, and the following was obtained: did the patient suffer any adverse consequences? No patient consequences. Use of another device.